Event description:
The end user reported while a medic crew was pushing the empty stretcher in a medical facility to initiate a patient transfer, both medics alleged feeling and hearing multiple shocks while touching the stretcher. No alleged injuries were reported and no medical intervention was sought. A backup truck and stretcher were called to complete the patient transport. No adverse health consequences to the patient were reported as a result of the delay. The serial number of the subject stretcher was not provided.